Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that a leak was noticed just above the hub. The catheter was placed end of 2010. Catheter has been replaced.